Manufacturer narrative:
Correction: b4 - added today's date of the follow-up correction report. H6 - added code 4114 to the type of investigation. Please remove codes 4118, 3233, and 4315 from initial submission as the investigation is complete. H10 - corrected manufacturer narrative. Corrected manufacturer narrative. Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: to be determined after the completion of the investigation (return pending). Source: phone.

Event description:
Reported false positive flu a result for 1 asymptomatic (off-label use) patient testing for screening purposes. The customer communicated the result was confirmed negative by further rapid antigen testing.